Event description:
When preparing to insert the foley it was discovered that the balloon would not deflate. 3 foley's were tried, the balloon would not deflate on any of the 3, the 3 had the same lot number.